Event description:
The report said that the light was charging and then began to melt. They don't know the exact date of the incident, but about 6 months ago they said. (B)(6) fire responded and removed the melting battery and took it outside. They purchased the light back in (B)(6) of 2023 and ordered a replacement charger cord in (B)(6) of 2023. They don't know what charger was being used when the battery began to melt. The biomed representative said the battery was completely melted and looked like it caught on fire.